Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The clip had single leaflet device attachment(slda) from the lateral leaflet. Additional clip was deployed to stabilize the slda clip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.